Event description:
The unit was reported to have shut down on pt. No further details at this time. Update as of the next day. Facility has agreed to replace unit and return failed unit for evaluation. This unit did fail on the pt and as indicated by facility there was short term decrease in the pt's health. Hospital risk management may push for med watch.